Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection, functional testing, electrical testing, and simulated therapy were performed and the device was not found to meet product specifications. The cause of the condition was determined to be a lighting issue. To correct the condition, the keypad cable assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.